Manufacturer narrative:
The user facility sent back samples of the round filters with indicator for evaluation. The round filters with indicator were processed, and all samples evidenced passing results; the indicator dot changed fully in color. The reported event was unable to be duplicated. The instruction for use for the aesculap sterilcontainer system instructions for use states (pg.25), "after sterilization, the external indicator should change from the original indicator color to indicate exposure to sterilant. The post sterilization indicator color may vary and not be evenly shaded. Extreme storage conditions such as exposure to direct sunlight and/or storage on top of or near heat source should be avoided. Do not use if the indicator dot color has changed before being processed. Indicators may turn white post-sterilization if not stored out of direct lighting." As no issues were noted with the samples provided by the customer and the reported event could not be duplicated, a root cause could not be determined. No additional issues have been reported.

Event description:
The user facility reported that the filter indicator dot did not fully change in color. A procedure delay was reported as the devices were not utilized and were reprocessed.